Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported case of recurrent stenosis. Details of the event are provided below. On (B)(6) 2013, a (B)(6) female pt underwent a left carotid endarterectomy with cormatrix patch angioplasty to treat an 80 - 99 percent stenosis of the left inner carotid artery. At the 1 month follow-up on (B)(6) 2013, an ultrasound found 60 - 79 percent stenosis of the left carotid artery. The pt was advised to continue on plavix. At the 3 month follow-up on (B)(6) 2013, an ultrasound found 80 percent stenosis of the left carotid artery. On (B)(6) 2013, surgery was performed to treat the recurrent left carotid artery stenosis. An angiogram during the procedure confirmed a greater than 80 percent stenosis at the distal point of the patch angioplasty. A 6 mm x 40 mm stent was deployed across the internal carotid artery into the common carotid artery. The area was post dilated with a 5mm x 20 mm balloon. An angiogram indicated a widely patent internal carotid artery post stent placement and balloon angioplasty with a mild area of post stent vasospasm as evidenced by a smooth focal narrowing around 30 percent of the internal carotid artery. The pt tolerated the procedure well and was discharged from the hospital on (B)(6) 2013. Medical records indicate that the clinical outcome has been resolved and there were no complications following stent placement.